Event description:
It was reported the left ventricular lead has high thresholds and high output. The lead remains in use and at this time, the physician's decision is not to replace the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.